Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis revealed no anomalies found.

Event description:
The patient reported pain and suffering in reference to a "faulty" and "failed" defibrillator/pacemaker. The device was explanted and replaced. No patient complications were reported as a result of this event.